Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 jun 2020.

Event description:
The customer reported unit is displaying alarm light-emitting diode (led) failed. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer is reporting the problem was discovered during v60 performance verification testing and verified alarm led failed is logged in significant event log. Customer is not reporting any adverse outcome to patient care or therapy. The remote manufacture service technician indicated failure is the v60 power switch overlay and recommended the customer order and replace the v60 power switch overlay. The customer replaced the overlay to resolve the reported issue. The unit is ready for continued use.